Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump was cracked in the battery compartment making it hard for the battery cap to properly secure. It was also reported that the user taped the battery cap down on the pump and there was no damage to the cap itself. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was a crack in the battery compartment. The returned battery cap was used for investigation. Unrelated to the original complaint, the pump booted to the verify screen with a dim and discolored contrast.